Event description:
It was reported the pt was not receiving effective stimulation coverage. The physician removed the lead and replaced it with a different type of lead. Pt was reprogrammed and is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.